Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-13210. It was reported that during an ipg revision procedure on (B)(6) 2021 [related manufacturer reference number: 3006705815-2021-01611], it was noted the lead and anchor were close to the surface. As a result, surgical intervention was undertaken wherein the lead and anchor were buried deeper. Issue resolved.